Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently requested and delivered a correction bolus in addition to the food bolus recently delivered by the customer. Additionally, the customer inadvertently entered blood glucose (bg) level in the carbohydrate field when requesting a bolus. The customer's blood glucose (bg) levels subsequently decreased to 40 mg/dl or above. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.